Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6725, adaptor, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient presented to the emergency room and received a cardioversion for a ventricular tachycardia (vt) episode that was not treated by the device. The therapy was being withheld as a result of the onset feature being programmed on. It was recommended that onset feature be programmed off to remedy the situation. The device remains in use. It was also reported that the patient previously had an atrial lead failure which caused the clinician to program pr logic to off and programmed onset on. The right atrial (ra) lead was explanted. No further patient complications have been reported as a result of this event.